Event description:
The patient was diagnosed with vocal cord paralysis and obstructive sleep apnea related to vns. The patient's stimulation settings are being adjusted in response to these issues. No other relevant information has been received to date.

Event description:
Further information was received from the physician indicating that the obstructive sleep apnea is related to vns stimulation. The only intervention taken was settings adjustment to find the optimal range for efficacy with minimal adverse effects. Diagnostics were noted to have been within normal limits since implant. Additional information was received relating the previously reported vocal cord paralysis to surgery as opposed to stimulation. Therefore vocal cord paralysis is reported in MFR report #: 1644487-2020-01236. No known surgical intervention in regard to the obstructive sleep apenea has occurred to date.